Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose. The customer reported that they received no delivery alarm. The customer reported that the cannula was bent. The customer's blood glucose was 49 mg/dl at the time of incident. The customer's blood glucose was 500 mg/dl at the time of call. The customer stated that they treated the high blood glucose with the insulin pump. The customer stated that they treated the low blood glucose with sugar and cereal. The customer performed fixed prime and the insulin did not exit after reconnecting the infusion set. The insulin pump will not be returned for analysis.